Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was having drain pain on the liberty select cycler during treatment. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn), the patient was admitted to the hospital on (B)(6) 2019 for being over her dry weight of (B)(6) kg. The patient¿s weight upon hospital admission is unknown. The patient¿s pd solution strength (unknown strength) was changed at this time to address the drain pain. The patient was discharged on an unknown date. Additionally, the surgeon planned on evaluating the patient¿s pd catheter (not a fresenius product) for proper placement. The results are unknown. The event was resolved by changing the patient¿s solution strength which is not device related. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for this event.

Manufacturer narrative:
Correction: b3.